Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-003305/03308).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Incorrectly reported reference numbers as (reference 1825034-2014-003305/03308). This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2014-03302/ -03305, -05456, and -05460 / -05461).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, bone and tissue damage, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel reported that a right hip revision procedure took place on (B)(6) 2013 and a left hip revision procedure took place on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2006 reports the patient was revised on the left hip due to pain and instability. Revision op notes report a loose stem with fibrous ingrowth, and acetabular component was vertical and retroverted. The cup, head, and stem were removed and replaced. Additional information received from patient op notes dated (B)(6) 2011 reports the patient underwent a second revision on the left hip due to aseptic loosening. Revision op notes report the presence of rubbery, fibrous tissue in the marrow cavity in the interspaces of the trabecular bone; loose cup and liner; anterior trochanteric osteophyte; and anterior impingement. The head, liner and cup were removed and replaced. Additional information received from patient op notes dated (B)(6) 2013 reports the patient was revised on the right hip due to impingement. Revision op notes report the presence of osteolytic synovitis in sub-bursal area and impingement of the trochanter. Op report also notes no significant fluid collection was observed. The head and stem were removed and replaced. The cup was removed and replaced with a competitor component.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, bone and tissue damage, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel reported that a right hip revision procedure took place on (B)(6) 2013 and a left hip revision procedure took place on (B)(6) 2006. A review of the invoice history confirmed all surgery dates. Invoice history further confirmed the acetabular cup and modular head were removed and replaced during both revision procedures and suggests that competitor acetabular components were implanted during the right hip revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.